Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to "the patient switched locations during the treatment and the patient moved bedrooms". The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was treated with vancomycin (2g, every 5 days, intraperitoneal, ongoing), gentamicin (100mg, intraperitoneal, ongoing) ciprofloxacin (oral, discontinued on an unknown date) and flagyl for peritonitis. Seven days after the event onset, the patient was hospitalized for the event. Five days after hospital admission, the patient was discharged. At the time of this report, the patient was recovered from abdominal pain and recovering from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.